Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 105 mg/dl. No additional information was provided.